Event description:
An endurant abdominal stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm approximately two months ago. Aneurysm and vessel morphology were not reported. It was reported that the patient presented to the hospital with left leg limb occlusion. The patient was sent to another hospital and by the time the patient arrived there the leg had died. Blood flow was restored to the leg and a stent was placed; however, the left leg was amputated.

Event description:
Additional information was received for this case. It was reported that the presented emergently, there was narrowing in the native artery that was fish mouthing the distal end of the stent graft which resulted in occlusion of the distal area of the stent graft . The physician stated that the narrowing was not in the stent graft it was in the native artery resulting in the compression/occlusion of the distal end of the stent graft. The physician performed a thrombectomy, clearing the blood clot and implanted a bare metal stent, however due to the length of time that the leg did not have blood flow the leg had to be amputated.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (vessel occlusion, amputation).

Manufacturer narrative:
Results: patient's condition affected effectiveness of device (narrowing in the native artery). Conclusion: device failure/lack of effectiveness related to patient condition (narrowing in the native artery).